Manufacturer narrative:
Quality-safety evaluation of ptc received on 19-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, limited information was provided. Physician only mentioned essure was removed but the exact reason was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 19-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The gynecologist performed the removal of essure (date not provided). Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, limited information was provided. Physician only mentioned essure was removed but the exact reason was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis and further information are being sought.

Manufacturer narrative:
Follow-up received on 28-sep-2016: no response was given after follow up attempts. The health authority reference number for this case is (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 421 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, limited information was provided. Physician only mentioned essure was removed but the exact reason was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.